Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a follow-up high pacing threshold and high lead impedance were observed. X-ray revealed no visible damages, but the lead impedance was higher. The physician suspected a lead fractured. A new lead will be implanted in (B) (6) 2010.

Event description:
It was reported that on (B)(6) 2010 the lead was capped and replaced.